Manufacturer narrative:
One device was returned for analysis. Functional and visual tests were performed, and the reported issue was not duplicated. The cause of the reported issue was due to a malfunctioning wireless radio board. A DHR review is not applicable in this case because item is a purchased finished good, manufacturing records are retained by the supplier at their manufacturing site and are not readily available for review.

Event description:
It was reported that the pump's comm-module was defective, and the wireless module was experiencing an intermittent connection with the pump. There was no patient involvement, and no adverse event was reported.